Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a user interface module board/screen issue. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a screen issue was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a dim pump head module display on channels a and b. The pump head module displays for both channels a and b were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.